Event description:
After having the implants inserted, I am having hair loss, dizziness, fatigue, painful intercourse, 3 periods in a month, no period in a month at all, rashes in both sides of my belly where my ovaries are, mood swings, night sweats, hot flashes, sick, feel like I am dying, pinching and pain in my belly and back, numbness in legs feet and hands, and I'm in constant pain. My periods are worse then ever and heavier. I have cervical cancer now. I had an cyst 5cm big on my left ovary like one year ago. I just want these out.